Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of 31. 8mmol/l. The customer had symptoms such as nausea and treated with insulin pen. Customer's blood glucose value was mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation and go to the hospital. The product was not returned for analysis.